Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. The system logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had a stroke. The procedure was completed as planned, with no delays or malfunctions. Upon regaining consciousness in the recovery unit, the patient exhibited symptoms such as "brain fogging," facial droop, and right-sided weakness. The ion console physician promptly consulted a neurologist, leading to a stat computed tomography (CT) angiogram of the head and neck and magnetic resonance imaging (MRI), both of which revealed several infarctions. Following this, the patient was transferred to another facility for physical therapy and was discharged five days post-procedure. The attending physician concluded that the stroke was neither related to the ion system nor the procedure itself, suggesting the stroke could have occurred through another modality. The potential cause of the embolic cerebrovascular accident (cva) was attributed to coagulopathy associated with malignancy. There was no indication of any malfunction involving the ion system, instruments, or accessories.